Manufacturer narrative:
(B)(4). Batch # u95v58 (B)(4)/ investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and the tyvek was returned along with the instrument.¿upon visual inspection, the tyvek was noted to be ripped. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that product failure is multifactorial. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that packaged damaged during shipping. There were no patient consequences reported.